Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to third degree cystocele; third degree rectocele, enterocele and second degree vaginal vault prolapse. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and neuromuscular problems. It was reported that the patient underwent exploratory laparotomy on (B)(6) 2007 due to postoperative bleeding. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with exploratory laparotomy with vaginal vault suspension utilizing sacral colpopexy and gore-tex graft.